Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2015, an event of a dislodged pacemaker lead was reported to sjm's implantable electronics system postmarket surveillance team and reported as (B)(4). At that time, the manufacturer of the implanted valve was unknown. A supplemental MDR (2017865-2015-29100, (B)(4)) was filed in (B)(6) 2015 and there was no additional information available on manufacturer of the valve. On (B)(6) 2016, it was reported the patient developed sepsis post-valve implant and expired on (B)(6) 2016, due to endomyocarditis which reportedly developed after the implantation of a trifecta 23mm aortic valve which occurred on (B)(6) 2015.